Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 6 atm in a calcified lesion. The stent was deployed at 6 atm and post- dilatation was performed. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that potential causes of balloon rupture below the rbp include, but are not limited to, flaws in balloon material, mechanical damage from stent, mechanical damage from interaction with another device or anatomy, or stent crimped too low. It was gathered from the case description that the lesion was calcified. This may have contributed to the reported balloon rupture. Ultimately, the root cause is unk. Based on the incident information, a conclusive root cause for the reported balloon rupture cannot be determined.